Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer hospitalized due to high blood glucose level on unknown date. Customer's blood glucose value was 28 mmol/l at the time of the incident the customer was treated with insulin drip. It was unknown the auto mode feature was active or not at time of high blood glucose event. The device will not be returned for analysis.